Event description:
It was reported via a medwatch report that on (B)(6) 2021, an arthrex fastpass scorpion broke while in use in the patient's shoulder. The tip of the instrument was lost and unable to be retrieved. No further information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.